Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited over sensing. No intervention was performed. The patient would continue to be monitored.